Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed prime/compromised force sensor system test, excessive no delivery test and displacement test. Drive support cap was inspected and no anomaly was noted. Minor scratched lcd window noted. Device had cracked reservoir tube lip and scratched keypad overlay.

Event description:
Customer's mother reported via phone call that the customer's blood glucose was over 600 mg/dl due to no delivery of the insulin. Customer experienced high ketones and had to take a manual insulin injection. Customer's blood glucose at time of call was 402 mg/dl. During troubleshooting, found the drive support cap was flush. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.